Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the day following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. The procedure was completed with no patient complications evident at the time but the following day the patient was brought to the emergency room by emergency services. The cause of death is unknown and no information regarding their symptoms was provided. The physician stated they did not believe the farawave or procedure was related, but as the cause is unknown, they cannot be completely ruled out. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.